Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented with elevated capture thresholds on the right ventricular lead post-implant. The lead was successfully repositioned on (B)(6) 2018 and acceptable capture paramters were achieved. The patient was in stable condition before, during, and after the procedure.